Event description:
Felt foreign object in vagina looked like piece of plastic from tampon without applicator [foreign body in reproductive tract]. Cramps - menstrual [dysmenorrhoea] . Plastic from one of those tampons that don't have an applicator...must have been in the tube or tampon [device physical property issue]. Case narrative: consumer reported via phone that a piece of plastic that looked like a tampon was found inside her vagina. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.